Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not provide their blood glucose value at the time of the incident. The customer reports the buttons do not respond and found the button continues to scroll. The customer reports a crack on the reservoir compartment. While troubleshooting the technician confirmed asked the customer if he observe the time clock. The customer is unable to see time on the display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had no button error alarm noted. The act and esc buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly or frozen screen was noted. Time advanced properly. The insulin pump was received with cracked display window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.